Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th december 2024, it was reported by an arthrex employee via email that an ar-3636, self bunching kl 1.8 fibertak, shoulder had an anchor inserter which broke. This was detected during use, in a posterior labral repair of the left shoulder procedure on (B)(6) 2024. Surgeon was repairing posterior labrum of a 22-year-old male, using ar-3636 1.8 knotless fibertak anchors and ar-3638dc curved drill. (Complainant notes that the surgeon is very experienced with these anchors) upon removing inserter or first anchor in posterior glenoid, it was noticed that the tip of the anchor inserter was missing. Anchor was already inserted. Surgeon was able to retrieve the broken piece of inserter with a kingfisher instrument. There were no fragments left in the patient. Procedure was successfully completed with no patient harm by drilling through the anchor and using a pushlock (ar-2923bc) without issue. A further 2x ar-3636 anchors were used successfully in the anterior glenoid to repair the anterior labrum. Complainant notes that the impression from surgeon and complainant that the posterior portal accessibility was difficult, in a large shoulder, applying extra leverage and torsion / twist on the anchor inserter. The bone density was noticeably hard.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Complaint allegation is confirmed based on the photo provided by the reporter. Visual evaluation shows the tip of the inserter is broken off. The most likely cause for the reported failure can be attributed to a patient-specific event due to the difficult posterior portal accessibility and the noticeably hard bone density of the patient as well as user error of the device due to applying extra leverage and torsion/twist on the anchor inserter.